Event description:
It was reported during a coronary artery bypass graft while harvesting the saphenous vein with the mcm20, the rep was notified during the case, they were using a defective clip stapler. It was reported that it was the first firing of the mcm20. The rep was transferred to the suite and was told by circulator, the applier fired an unformed clip shaped like a v.

Manufacturer narrative:
Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below. Visual inspections & results: body assembly bowed, no; clip in jaw, yes; clip stack pressure, good; clip staging, good; clip track location, good; condition of cartridge cover tabs, good and total # clips remaining, 13. Functional tests & results: anti-backup functional, yes; clip form properly, yes; clip feed properly, yes; cycle applier, yes and lockout functional, yes. Analysis conclusion: based upon inquiry info received, visual examination and functional test, no conclusion could be reached as to what may have caused reported incident "applier fired unformed clip shaped like a "v" during surgery. Applier was received in good physical condition. Applier was examined and was found to be functional. Applier was cycled, fed, and formed remaining 13 clips within design specification and without incident. It was concluded that applier was conforming to design specifications. Each instrument is evaluated during assembly process to ensure that it functions properly.